Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast reconstruction primary with a saline mentor smooth round moderate profile 225cc and experienced deflation on the right breast implant. As a result the patient had undergone explantation on (B)(6) 2018.

Manufacturer narrative:
On 06/27/18, it was reported to mentor that the date of explantation is (B)(6) 2018. The replacement device was saline mentor smooth round moderate profile 225cc. On 07/12/18, it was reported to mentor that the device evaluation and investigation have been completed. Upon receipt by mentor, the device contained no fluid. No foreign material was observed within the device or on the shell surface. Evaluation of the device revealed a rent measuring approximately 0.1 cm within a crease affecting the posterior aspect. Additionally, a piece of missing material measuring approximately 0.6 by 0.3 cm was observed on the anterior aspect. Microscopic examination of the edges of the rent gave no indications as to cause. No other anomalies were discovered. The complaint of deflation was confirmed. Mentor performs 100% inspection and testing of all devices prior to release, product evaluation team concluded that the rent, crease and missing material occurred sometime subsequent to the removal of the device from its protective packaging. A possible cause of the failure could not be determined. The severity level for this complaint code was determined to be a s3, which is defined as: necessitates intrusive medical or surgical intervention. Because product evaluation team was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 06/29/18, it was reported to mentor that the deflation was noticed by the patient. The patient was not hospitalized after surgery. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 06/29/18, it was reported to mentor that the deflation was noticed by the patient. The patient was not hospitalized after surgery. The due date for this report was actually (B)(6) 2018. Manufacturer¿s reference number: (B)(4).